Event description:
The manufacturer received information alleging a trilogy evo ventilator touchscreen is not working. There was no serious patient harm or injury that occurred or was reported. The device has been returned to a third party service center and is awaiting to be further evaluated. The device's error log was made available and confirmed that a 'soft power fail', 'hard power fail', and 'touchscreen failure' error codes were present. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator touchscreen is not working. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a 'soft power fail', 'hard power fail', 'touchscreen failure', and 'internal battery not detected' error codes were found in the device's error log. The service technician states that the system printed circuit assembly (pca) board needs to be replaced to resolve the power failure errors, the internal battery needs to be replaced to resolve the battery error, and the display needs to be replaced to resolve the touchscreen error. Additionally, a not-reportable 'detachable battery in use not detected' and 'inlet filter black' error codes were found in the device's error log. The detachable battery and blower need to be replaced to resolve the errors. The air inlet filter, particulate filter, and muffler assembly need to be replaced for maintenance. The machine flow sensor and in-line filter prox are noted to be contaminated with dust. The reported power failures are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of the internal battery not detected is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported touchscreen failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.